Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported the surgeon found the flap to look abnormal during laser assisted flap creation. Surgery was stopped. Surgery was completed on another day. Upon follow up, the engineer confirmed that the surgeon found it¿s hard to raise the flap and could not complete the surgery. The patient underwent a second surgery four days later. There are three related reports. This file will represent one of the reports and two other reports will be filed.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. During technical onsite visit, the field service engineer (fse) confirmed fundamental energies differ too much. The fse performed mode locking detector (mld) loop to adjust laser head oscillator diode current set point. The system meets specification per service installation record. All surgeries were completed successfully and the flaps are normal and smoothly. The root cause is a need of performing mld loop. The manufacturer internal reference number is: (B)(4).